Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of blood glucose of 453 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.